Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The qc was acceptable. The customer replaced all of the ise (ion-selective electrode) reagents. The field service representative performed an ise prime, ise calibration, and performed service on the electrodes. It was verified that the instrument was operating without issue after service. The investigation did not identify a product problem. The investigation determined the issue was consistent with a customer maintenance issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable electrode sodium results for 6 patient samples on a cobas integra 400 plus. Three examples were provided. Patient 1: the initial na result was 132 mmol/l, and the repeated result was 139 mmol/l. Patient 2: the initial na result was 131 mmol/l, and the repeated result was 138 mmol/l. Patient 3: the initial na result was 141 mmol/l, and the repeated result was 132 mmol/l. The samples were repeated because the initial results were low.